Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined, after testing several components, that the power cable was loose. A field service engineer removed the station's all-in-one, and reseated the cables on docking board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen asking for a password, in the middle of a procedure delaying users from removing required medication. The name of procedure was not disclosed by the customer and the required medication was removed from a different room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jan-2022 to 10- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system got bios password screen. The field service engineer removed aio and reseated ssd cables on docking board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding displaying a blue screen asking for a password in the middle of a procedure. This delayed users from removing required medication. The name of procedure was not disclosed by the customer and the required medication was removed from a different room. There were no adverse events or injuries reported based on this event.